Event description:
It is reported that patient underwent a revision due to a fractured stem.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: the component compatibility is unknown. Neither operative notes nor x-rays have been returned for review. The component fit and orientation is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Proximal support of the implant is unknown. The location of the stem fracture is unknown. While a cause for this specific clinical event cannot be ascertained from the information provided, this event may be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in october 2011. A field action was conducted on october 24, 2011 (1822565-08/26/2011-001c) in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. A conclusive cause for the event described cannot be determined at this time. Manufacturing documentation cannot be retrieved and reviewed and a complaint history search of the manufacturing lot cannot be performed. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.